Event description:
It was reported that the patient presented to the hospital in vt. 15 externalized shocks were delivered. The device was then found in back-up mode. A possible over current detection was observed. Hv therapy was programmed off. There was no plans to remove the lead or device due to patient's poor health. The patient was on lvad but later expired due to reasons unrelated to the system.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.